Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been under evaluation for a viv after an implant duration of nine (9) years, five (5) months. The patient presented reporting significant limitation of functional capacity and doe on minimally ambulating within his home. Recent heart cath showed mild stenosis and the intervention not indicated. Patient will be monitored for any further changes.

Manufacturer narrative:
H10: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The subject device is not available for evaluation as it remains implanted in the patient. However, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been under evaluation for a valve-in-valve procedure after an implant duration of nine (9) years, five (5) months due to degeneration, stenosis and mr. The patient presented with nyha functional class ill symptoms. The intervention is indicated but not planned or scheduled yet.